Event description:
Material no.: 305950. Batch no.: 8113653. It was reported that before use of the 1 ml allergist tray w/ bd safetyglide¿ needle the rubber plunger did not have a good seal and the medication "squirted back into the barrel of the syringe". The following information was provided by the initial reporter: rubber plunger did not have a good seal and medication squirted back into barrel of syringe.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8113653. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200750929, 200750887] noted that did not pertain to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 305950. Batch no.: 8113653. It was reported that before use of the 1 ml allergist tray w/ bd safetyglide¿ needle the rubber plunger did not have a good seal and the medication "squirted back into the barrel of the syringe". The following information was provided by the initial reporter: rubber plunger did not have a good seal and medication squirted back into barrel of syringe.